Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 and confirmed the leak was coming from the cap piercer and attributed it to no vacuum during wash cycle in the cap piercer. The fse flushed the vacuum line with bleach and cleaned ports in the hydro vacuum mailbox. The fse also indicated that the 3-way valve was obstructed so the fse replaced it, which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak coming from the cap piercer on the unicel dxc 600i synchron access clinical system while processing capped samples on the instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and eye protection when troubleshooting this event. No injuries were sustained by any laboratory personnel. No erroneous results were generated.